Manufacturer narrative:
Visual inspection of the returned instrument confirmed that the thumb screw will not lock the guide into position. The device also exhibits signs of repeated use, such as gouges and tool marks. The device had a field life of approximately 11 months, and was used an unknown number of times; therefore, it was determined that the product left zimmer biomet conforming. The device history records and receiving inspection report were reviewed with no deviations or anomalies identified. This device is used for treatment. The inspection and functional testing section of the package insert included with the instrument states, ¿if damage or wear is noted that may compromise the function of the instrument, do not use the device and contact your zimmer representative for a replacement.¿ based off of the evaluation of the product and the information provided, it was determined that the root cause is normal wear and tear from use.

Event description:
It was reported that the locking mechanism on the rotating part of the instrument was broken. Additional information stated that the instrument had fractured. No pieces of the instrument were retained by the patient.